Manufacturer narrative:
The device was not returned for evaluation as it was discarded. In addition, a device history record (DHR) review was not performed or required as there was no allegation of a product malfunction. Per the IFU, hemorrhage (bleeding) requiring treatment is a potential adverse event associated with the aortic valve replacement procedure and use of the trans-apical sheath. In this case, there was no reported device malfunction. As reported, the angle of the sheath was noted to be good and this event is most likely related to the patient's extremely friable myocardium. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards clinical specialist (cs), during the transapical transcatheter aortic valve replacement (tavr) procedure, after valve deployment, closure of the apex after sheath removal was difficult as the patient's myocardium was extremely friable and required extra sutures and pledgets for successful closure. The patient was transferred to ICU post procedure for recovery in stable condition. Per report, the sheath had been inserted smoothly and without difficulty. The trajectory was good and remained good throughout the procedure. There was no significant torquing of the sheath during the procedure. The decision was then made to initiate bypass in order to facilitate stability during closure. Following successful closure, bypass was weaned and the patient's chest was closed. Total bypass time was 11 minutes. A single chamber pacemaker was then implanted during the same procedure. The patient received 2 units of blood and was transferred to the ICU in stable condition. The anesthesiologist reported later that evening that the patient was opening his eyes, moving all extremities and his only medication was cardene. The following day, the patient was up ambulating around the hallways. Additional information provided by the cs indicated the physician required extra sutures and pledgets after the sheath had been withdrawn because the existing sutures were pulling through the myocardium. There was no rupture around the sheath before it was withdrawn. Bypass was initiated to allow the patient to be more stable during closure. The sheath was withdrawn while pacing at 120 bpm and closure was initiated. The patient was noted to have expired three days post procedure. Prior to his death, the patient was noted to be well, was ambulating in the hallways, was off all IV medications and his blood pressure had drifted up to 150mmhg systolic.